Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to a faulty main board. However, the root cause of why the main board failed could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation of occasional power failure was confirmed. The device evaluation found that the power supply may fall from time to time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high flow insufflation unit exhibited occasional power failure during preparation for a laparoscopic surgery. The device was replaced, which prolonged the procedure by 5 minutes. The procedure was completed without further incident. There was no additional impact to the patient reported. There were no reports of patient harm.